Manufacturer narrative:
The device was not returned for evaluation; however, a (photo or video) was received. Customer provided photos were evaluated. The photos displayed the suspect lens inside the patient's eye. A crack-like mark can be observed on the edge of the lens at the haptic optic junction. No suspect product was received for evaluation. Based on previous clinical advice, due to the location and characteristics of the mark, it is not expected for the mark to impact the optical function of the lens; however, the definitive impact and incident root cause cannot be determined from a photo assessment. The complaint issue "haptic damaged" was not identified during photo evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: implant date unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during implantation of a preloaded intraocular lens (iol), model dib00, the lens did not fold as expected. Additional information indicated that the haptic or optic was damaged; however, the lens remained usable. The procedure was successfully completed using the same lens. No patient injury was reported, and there were no unplanned medical or surgical interventions such as vitrectomy, incision enlargement, or sutures. Patient outcome is unknown. No further information was provided.